Event description:
Note: the event date is unk. A jagtome rx sphincterotome was used in an endoscopic retrograde cholangiopancreatography (ercp) procedure, (pt age, gender, and weight unk). According to the complainant, "[t]he cut wire broke." The procedure was completed with another jagtome rx sphincterotome. No pt complications were reported as a result of this event.

Manufacturer narrative:
The lot number is unk; therefore, the MFR date cannot be determined. The device has not been returned. A device analysis is not avail; therefore, the relationship between the device and the cause of the event is undetermined. The february 2008 15-months jagtome rx sphincterotome product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.